Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd cathena safety IV catheters bd multiguard technology 22 ga 1.00 in experienced extravasation and leakage during use. It has not been specified whether any medical intervention was sought/received as a result of the extravasation. The following information was provided by the initial reporter: catheters set up with venous return was good , catheters set up without difficulty; once the infusion is connected: extravasation of the product. Problem happened four times with four caths from the same batch, patients with good venous capital.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/3/2020. H.6. Investigation: two samples were received by our quality team for evaluation. These samples were subjected to the blood escape time (bet) test. Both sample passed this test and no abnormalities were observed on the returned samples. Therefore, the investigation was not able to confirm what the customer experienced. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Extravasation is caused during product application when the product was manipulated. However, since the samples have passed the blood escape time test, the root cause in unable to be determined.

Event description:
It was reported that an unspecified number of bd cathena safety IV catheters bd multiguard technology 22 ga 1.00 in experienced extravasation and leakage during use. It has not been specified whether any medical intervention was sought/received as a result of the extravasation. The following information was provided by the initial reporter: catheters set up with venous return was good , catheters set up without difficulty; once the infusion is connected: extravasation of the product. Problem happened four times with four caths from the same batch, patients with good venous capital.